Event description:
The customer called to report a red blood cell (rbc) spillover that would not clear during an allogenic platelet collection. The customer stated the plasma had an orange tint to it and thought it may have been hemolysis. The donor was asymptomatic post donation and left the donor center with routine post-donation instructions. The donor was contacted the following day. She was stable and asymptomatic. The donor's weight is unavailable at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to device malfunction in the form of operator error that has the potential for death or injury.

Manufacturer narrative:
(B)(4). Investigation: upon further follow-up with the customer, it was determined that the customer used 0.45% saline to prime the machine instead on 0.9% normal saline. The donor will be brought in for further testing. Investigation eval and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: it was determined that one of the solutions used was half normal saline. The use of a non-isotonic solution will hemolyze red blood cells. The hemolysis is then seen as orange or pink plasma. The device history record (DHR) was reviewed for this event. There were no issues with this lot noted in the DHR. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the customer's investigation, half normal saline was used during the procedure. The cobe spectra system functioned as intended and did not contribute to the hemolysis.

Event description:
This was a single platelet product collection.